Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04231 & 04232).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, lack of mobility, and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2008. Legal counsel further reports that metallosis with black fluid, displaced and loose acetabular component, and metal debris were noted during the revision procedure. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, lack of mobility, and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2008. Legal counsel further reports that metallosis with black fluid, displaced and loose acetabular component, and metal debris were noted during the revision procedure. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records for the left hip procedure performed on (B)(6) 2007 indicates that it was a revision procedure due to wear of the polyethylene liner and acetabular osteolysis from wear debris. During the revision procedure, superior and posterior bone cysts were noted. The surgeon implanted a biomet metal-on-metal hip during the revision procedure on (B)(6) 2007. It is unknown when the initial left hip arthroplasty took place; however, information provided in the revision operative notes from (B)(6) 2007 suggests that a competitor hip was implanted initially.